Event description:
The pump was returned for service with report "turns off by itself". Info was not provided regarding whether or not the device was in use on a pt when the reported situation occurred. It is not known where the pump was being used and no clinical contact is available. No additional details are available regarding pt use, medical intervention, or pt injury.